Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was received for evaluation. One event was confirmed. One device was found to be affected by corrosion. One device was repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes one malfunction event in which the device was shedding metal debris. There was no patient involvement; no patient impact.